Event description:
During a demo at a trade show by a zoll medical sales representative, the device displayed a "oacer fault 117" message, and inappropriately shut down. Unit was then unable to power up. There was no patient involvement in the reported malfunction.